Event description:
Date of the event and name of procedure is unknown. During treatment procedure, the gold probe hemostasis catheter failed to heat up. The physician completed the procedure with another of the same device with no pt complications. The pt was reported to be fine.

Manufacturer narrative:
Device will not be available for technical analysis due to disposal; therefore, the relationship between the device and the cause of the event is undetermined.